Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient expired while performing automated peritoneal dialysis therapy. The patient died while connected to the homechoice device during an unreported cycle. The cause of death was not reported and it was not reported if an autopsy was performed. The patient died at home. Treatment prior to the event was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.